Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the customer received the same needle again with two different lengths inside the packaging. To aid in the investigation, two samples in sealed packaging blisters was received for evaluation by our quality team. One sample is correct for material 305109. The other sample is a 27x1" with no grinding on the tip. This is a mixed product. The photos provided show the samples received. This defect could occur if during the batch change the line clearance was not properly performed inducing the mixed needles. A device history record review was completed for provided material number 305109, lot number 0097286. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A second line reviewer was added to the line clearance process to help mitigate the risk of these escapes. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that needle 27x1/2 rb came with a mix of product types. The following information was provided by the initial reporter: it was reported two different lengths. Verbatim: we got the same needle again with two different lengths inside the packaging.